Manufacturer narrative:
Inspected 1 opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 181 mg/dl and sensor glucose was 72 mg/dl at the time of the incident. The insulin pump will be returned for the analysis.